Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4)(manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Our quality test laboratory received the affected infusomat space pump. The device was subjected to a visual examination. No damages were found. A functional test was performed. The infusomat space passed the "self-test" successfully. For testing purposes, the inserted infusomat space line was recognized by the device reliably. A start-up was possible without reservations. The device history files were read and analyzed. The last therapy started with a rate between 3-5ml/h. During the therapy different alarm from the drop sensor were found. The reason for the alarm could not be clarified. No other abnormalities were found in the device history files. The delivery accuracy of the device, the electronic pressure cut-off and the mechanical pressure limitation were also tested and all measured values were within our specifications. Additionally the pump was disassembled and the inside was investigated. No visible damage could be detected. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation could be detected.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): "false infusion rate." Customer information: "the patient underwent a 1mg / ml infusion of noradrenaline at a rate of 2 ml / h. The dropper announces that "too much drops "and stops dosing. The tubing was checked immediately and the infusion resumed, but at the same time the dropper drops a series of drops, even though the speed is just 2 ml / h. The infusion is stopped. Patient (invasive) systolic blood pressure rapidly increased from about 100 to about 258 mmhg. In a few minutes, the pressures leveled out and the patient has not been clinically altered. Infusion pump and tubing were taken out of use."